Event description:
It was reported that approximately 3 months post xience v stent implantation in a restenosed lesion in the left main coronary artery the patient was hospitalized with pneumonia, treated with meropenem, pazufloxacin, micafungin and voriconazole. Oxygen desaturation, difficulty breathing and hemoptysis occurred and the patient expired on (B)(6) 2011 due to pneumonia. Autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): the xience v stent was used to treat restenosed lesion. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat in-stent restenosis of another stent. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with previously stented lesions. However, it does not appear that the incorrect use of the xience v caused or contributed to the reported patient effects.